Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was not capturing. Fluoroscopy revealed that the lead had dislodged, likely due to patient's recent weight gain in the chest area. The lead was explanted and replaced. The patient was asymptomatic and in normal condition throughout.